Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, that the staff was not performing the correct precleaning steps. The ess advised to the customer that all the pre-cleaning steps are to be completed as outlined in the olympus IFU (instruction for use). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An olympus endoscopic support specialist (ess) was performing an in-service and found the staff were not following instructions for use (IFU) for the reprocessing of the gastrointestinal videoscope. There were no reports of patient infections or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, neither a root cause nor a problem cause could be determined. However, it is presumed that the staff at the user facility may have had misunderstandings or insufficient understanding of the reprocessing methods. While olympus provides information on proper reprocessing methods according to the IFU upon request, the work conducted by individual staff members is not controlled by olympus. As a result, the specific cause of the event remains unknown. The event can be prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.